Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for an unknown indication for use. It was reported that the patient no longer had their ins. They stated that the stimulation was not helping with their pain and it was creating more pain so they removed the system. The event occurred since implant (B)(6) 2012. No further complications were reported/anticipated.